Event description:
While trying to rotate the drill through the drill guide left, the cutting edge of the drill bit shaved metal off of the drill guide. Event did not occur during a procedure. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.